Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, an episode of anti-tachycardia pacing (atp) were considered inappropriate in response to supraventricular tachycardia (svt) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.